Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
An afx bifurcated, vela suprarenal extension, and an ovation extension were implanted to treat an abdominal aortic aneurysm. The 1 year follow-up showed the presence of a potential type iiib endoleak. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored. Plans for a re-intervention have not been communicated at this time

Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there were evidence to support the following reported endoleak type iiib (still photos). Clinical evaluations was unable to find substantial evidence to confirm the following reported events; secondary procedure and patient on surveillance. The most likely cause of the compromised stent graft integrity of the main body could not be determined due to the lack of medical information surrounding the implant procedure and the event procedure. Procedure related harm and final patient disposition could not be ascertained. Reportedly, the patient will continue to be monitored. There was no evidence of secondary endovascular procedure at the time of this assessment. To date there has been no reports of further negative patient sequalae. The review of manufacturing lot confirmed all devices met specifications prior to release. Devices remain implanted in the patient and were not returned, no evaluation completed. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.